Event description:
Pt reported pump sn (B)(4) is not working properly. The pump displays a screen that she has never seen and cannot get out of. Pt confirmed she has been keeping battery in pump when not in use. Sending replacement pump to pt. No other info available. Dose or amount: 66 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.